Event description:
The pt reported an increased recharge burden with the ipg over time. The pt has not been reprogrammed. The sjm rep met with the pt to interrogate the system. F/u revealed the battery is 3/4 depleted after only 3 to 4 days of use. The pt confirmed she would let the ipg run low prior to recharging. There are no impedance issues with the leads. Further f/u revealed the ipg was replaced on (B)(6) 2013. Intra-operative testing and reprogramming were successful. The issue was resolved.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.